Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-28, lot# v668701, implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead.

Event description:
A patient reported they had an implantable neurostimulator (ins) replacement and a lead replacement two days prior to the report. The lead was replaced because it was out of place. The ins is indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.